Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, it was reported that the surgeon reported a small crack in the distal femur when placing the metaphyseal sleeve and a small crack in the proximal tibia as well when placing the definitive components with a metaphyseal sleeve. Cables were placed. Depuy components were placed during this procedure including depuy cement with gentamicin.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.